Manufacturer narrative:
(B)(4): this customer reported that they were unable to acquire an etco2 numeric and waveform during a pt event. There was no impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that they were unable to acquire an etco2 numeric and waveform during a pt event. There was no impact to the involved pt.